Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd pn 32g 4mm leaked . The following information was provided by the initial reporter : the customer reported that 3 pen needles have bent so far and resulted in pouring insulin over the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pn 32g 4mm leaked . The following information was provided by the initial reporter : the customer reported that 3 pen needles have bent so far and resulted in pouring insulin over the skin.